Manufacturer narrative:
The field service representative visited the account to replace the flow sensor, but found the replacement flow sensor to be more inaccurate than the original. As a result, he left the original flow sensor with the end-user until another replacement can be provided.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was not measuring accurately. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: the team used a centrifugal pump with a flowmeter to read the flow. On (B)(6) 2020, during the cardiopulmonary bypass (cpb) procedure, the perfusionist noticed that the flow was not what she expected with the set revolutions per minute (rpm), so she opted to gather a transonic flow meter and probe and attach it to her heart lung machine (hlm) arterial circuitry. The perfusionist stated that there was definitely a difference, but she could not recall the discrepancy between them. The perfusionist did not exchange the flow probe or the module, and just mitigated the concern with an external flow probe. There was no delay in the continuation of the surgical procedure. There was no blood loss or harm associated with the event.

Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative, the values had a 9% discrepancy, the manufacturer's specifications are within 10%. The user facility, wants the difference to have a tighten limit in order to qualify as within specification. The unit was operating within the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.